Manufacturer narrative:
The product was not returned for eval. We are unable to assess. If any product condition could have contributed to the pt's infection. Qualification and sterilization records were reviewed and the product lot met all acceptance criteria.

Event description:
The pt's mother reported that her daughter placed the pod on her abdomen for less than 48 hours. Upon removal she noticed her site was itchy, painful, a burning sensation, bruising, swollen, red to touch and irritated in the size of a quarter. She took her to see her primary doctor who prescribed her amoxicillin for her site infection. The pod was discarded.